Event description:
Reporter stated that pt obtained back-to-back blood glucose results of "hi" (> 600 mg/dl) and 132 mg/dl, while using the suspect device. Reporter noted that pt did not take any action based on these values. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.